Event description:
During gamma3 long nail surgery, when the surgeon did the calibration of nail and distal target device, the drill contacted the nail. He tried it many times, it was same situation. After that other length nail was used and the surgery was finished.

Event description:
During gamma3 long nail surgery, when the surgeon did the calibration of nail and distal target device, the drill contacted the nail. He tried it many times, it was same situation. After that other length nail was used and the surgery was finished.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: in this case the alleged mal-function could not be reproduced. The interaction of the affected items was not impaired and was confirmed by test at the local distribution site. Thus, manufacturing faults were excluded. Consequently, the event was not caused by a deficiency of the devices but most likely caused by poor connection and / or poor adjustment prior to use. Device was tested at the local distribution site.